Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the keypad was not working. The customer's blood glucose level was 312 mg/dl. They reported that sometimes it worked and sometimes it did not. The insulin pump will not be returned for analysis.